Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Technical services discussed safety mode settings. The sales representative will consult with the physician on urgency of a device change out. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Technical services discussed safety mode settings. The sales representative will consult with the physician on urgency of a device change out. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported.